Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the therapy pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers had logged an event code into its memory and had the service led illuminated. During device evaluation, the third-party service agent observed that the device would no longer charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to pins 5 to 9 of a diode, designator cr30 on the therapy pcb assembly being shorted. This caused the device to display an "abnormal energy delivery" message and to miss the negative portion of the biphasic waveform.